Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with an increase in pacing lead impedance and high capture threshold. It was recommended that provocative lead testing should be performed. It was later reported that there was a subsequent alert for high, out of range, pacing lead impedance. No adverse effects were noted for the patient.

Event description:
New information indicates the lead was capped and replaced.